Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - please confirm if the primary package (sealed tyvek) or the box packaging had this issue? -are there any photos available for visual analysis? -was the product seal on the foil still intact when the package was opened? -were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. E1 initial reporter facility name: (B)(6). H6 component code: g07002 ¿ device not returned

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2023 and suture was used. The packaging was damaged and the mouth loosened. The medical staff replaced it with a brand new and intact one. No patient harm was reported. Additional information was requested.